Manufacturer narrative:
The skin revision was performed under a general anaesthetic on (B)(6) 2020. This report is submitted on march 20, 2020.

Event description:
The skin revision was performed under a general anaesthetic on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on february 21, 2020.

Event description:
Per the patient, there was a skin revision to remove skin overgrowth from around the abutment during an abutment change on (B)(6) 2020. The implant remains in-situ.